Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. Another capsule was placed successfully to continue the procedure. There was no harm to the patient, no repeat procedure was performed and the capsule was removed from the patient's mouth. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule and the customer states none went into the capsule chamber. The defective device was discarded, so will not be returned for investigation.